Event description:
It was reported that this implantable cardioverter defibrillator (ICD) delivered inappropriate anti-tachycardia pacing (atp) and electric shocks due to atrial fibrillation (af) with rapid ventricular response. This is not an isolated event. At this time, no adverse patient effects have been reported. This product remains in-service.